Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that the pump was malfunctioning due to the battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2019 with the following findings: during investigation, there was no evidence of a short battery life observed. The pump¿s electrical current draws were tested and were found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.